Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-may-2026, it was reported by a sales representative via sems-(B)(4) that a 0218-000 awls guide pin got stuck inside the awl. This occurred during use in a case with no patient effect.